Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via healthcare provider who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Caller stated that patient had a "revision" dated (B)(6) 2019 in which the ins was replaced. Technical services (tss) asked if there was any further information about the revision and caller indicated the patient's record stated the ins was removed and leads were placed into a new ins. Tss asked the patient if their previous ins was replaced due to normal battery depletion and patient couldn't remember and also stated that hcp thought the new one "might help more" since it "was littler or something". Tss asked if this issue (system hurting more than helping) has been ongoing since they were first implanted and patient replied that the system helped for a while but as time has gone on, it hurts more than helps.